Event description:
Five minutes into a case the device tip wire broke making the device non-functional. No patient injury.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection testing performed: device: adenoid tip device returned in (B)(4) box within plastic biohazard bag, not in original packaging. No information was included with device identifying lot number/expiration or part #. Device appears used, as evidenced by melting and charring of tip of device. Device tip housing appears to have melted and the wire on tip is no longer present. Investigation conclusion: the complaint that the adenoid wire popped off was confirmed. Without proper use, it is known that the tip housing can melt and the wire can break, resulting in failure of the device. This is a common failure due to misuse and has been further investigated and detailed in CAPA (B)(4). The root cause of this failure is determined to be improper use per the IFU. IFU precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to use, inspect the peak plasmablade for any defect. Do not use if insulation or connectors are damaged. Instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Specified in the IFU sections: before surgery: connect suction to the suction connector on the handpiece. Using the adenoid tip: inspect the tip for damage. If the tip is damaged, do not use it. During surgery: eschar buildup on the tip can be removed manually with gloved fingers or gauze pads. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. (B)(4).